Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: a visual examination identified the returned product in 2 pieces. The device was separated at the collar. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft and hypotube. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented no damage or irregularities in the collar/proximal shaft weld. Microscopic examination revealed damage to the tip. The interventional device used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar but could not advance due to the separation of the collar and shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on july 21 2015. It was reported when another device was attempting to be inserted into the guidezilla extension catheter, the device was unable to advance inside guidezilla. However, the returned product analysis revealed that the shaft fractured.